Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code(s)/wrench code(s)) has been confirmed. Upon investigation the monitor failed a baseline and ECG and therapy electrode recognition test, displaying a service code 204. The cause for the failure was isolated to a defective k700 and u612 component on the computer/analog board. The root cause for the defective k700 and u612 could not be positively identified. There was no adverse event that resulted from the damaged monitor.